Event description:
It was reported that during a rotator cuff repair surgery the eye of the device protruded from the anchor after the device was in place. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed due to the device not being returned and no photos of the reported event being provided. The complaint device was not received for evaluation. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue being addressed by ncr-29259.